Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was visually inspected and noted that the tip of the spike was bent slightly inward. No other visual defects were noted. The complaint was confirmed in the lab for connection issue. The cause of the bent spike is unknown. Additional testing indicated that the spike was good dimensionally and could still function in a simulated connection cycle. It is unknown whether the bending that was observed at the plant contributed to the reported complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the spike of the set was unexpectedly separated from the spike port of the solution bag during use. The connector cover was not used. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation has not begun yet. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.